Event description:
He had left shoulder replaced [shoulder replacement] he then tried the injections on his shoulders with no reported adverse event [product administered at inappropriate site] did not feel much difference with no reported adverse event [device ineffective] case narrative: initial information received on 21-mar-2023 regarding a solicited valid serious case received from a consumer/non-hcp, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: canada study title: patient support program involving synvisc one. This case is linked to (B)(4) (right shoulder), (B)(4), (B)(4) (multiple device suspect used for the same patient) this case involves 81 years old male patient who had left shoulder replaced, he then tried the injections on his shoulders with no reported adverse event and did not feel much difference with no reported adverse event after being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), concomitant medication(s) and family history were not provided. He had received synvisc/synvisc-one injections in his left knee for four or five years. On an unknown date, the patient started taking hylan g-f 20, sodium hyaluronate injection at the dose of 6 ml intra-articular in left shoulder (with strength: 48mg/6ml, an unknown batch number, expiry date and indication). Information on batch number was requested. On an unknown date, the patient tried the injections on his shoulders (product administered at inappropriate site, latency: same day) but did not feel much difference (device ineffective, latency: unknown) so he had both shoulder replaced as well (shoulder arthroplasty, latency: unknown). Action taken was not applicable for all events corrective treatment: surgery for shoulder arthroplasty outcome: recovered for shoulder arthroplasty and unknown for other events. Reporter causality: not reported for all events company causality: not reportable for all events seriousness criteria: medically significant for shoulder arthroplasty a product technical complaint (ptc) was initiated on 21-mar-2023 for synvisc one (batch number: unknown) with global ptc number 100313408. The sample status was not available. Based on the complaint from intake team, there is no quality related defect that would pose as a malfunction. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The product lot number was not provided. A batch record review is not possible. Based on the lack of information, no assessment is possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events to determine if a CAPA (corrective and preventive action) is required. The final investigation was completed on 26-apr-2023 with summarized conclusion as no assessment possible. Additional information was received on 26-apr-2023 from healthcare professional (quality department). The event of device ineffective was added. Ptc results along with strength was added. Text amended accordingly.

Event description:
He had left shoulder replaced [shoulder replacement] ([product administered at inappropriate site]). Case narrative: initial information received on 21-mar-2023 regarding a solicited valid serious case received from a consumer/non-hcp, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: canada. Study title: patient support program involving synvisc one. This case is linked to case (B)(4) (right shoulder), (B)(4) (multiple device suspect used for the same patient) . This case involves a 81 years old male patient who experienced he had left shoulder replaced while being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), concomitant medication(s) and family history were not provided. On an unknown date, the patient started taking hylan g-f 20, sodium hyaluronate injection at the dose of 6 ml (with an unknown frequency, route, batch number and expiry date) for unknown indication. On an unknown date (latency: unknown), the patient stated he then tried the injections on his shoulders (product administered at inappropriate site) but did not feel much difference so he had left shoulder replaced as well (shoulder arthroplasty). Action taken was not applicable for both the events. Corrective treatment: surgery for shoulder arthroplasty. Outcome: unknown . Reporter causality: not reported . Company causality: not reportable . Seriousness criteria: medically significant for shoulder arthroplasty.

Manufacturer narrative:
Sanofi company comment dated 28-mar-2023: this case involves a 81 years old male patient who had left shoulder replaced while being treated with hylan g-f 20, sodium hyaluronate [synvisc one].based on the available information, causal relationship between the events and suspect product could not be denied. However, further information regarding patient¿s medical history, past medications, concomitant medications, post injection routine, injection technique and other risk factors would aid in better case assessment.